Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed shock impedances have been chronically high. In-clinic lead integrity testing was recommended, and the local area representative reported back that these tests were performed. During all the tests the lead shock impedance was observed in real time and was stable around 157 ohms. Lead testing was otherwise unremarkable. Since the associated ICD will likely be replaced within two years for normal battery depletion, lead revision will be considered at that time. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.